Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -07.00 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vaulting. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet been evaluated.

Manufacturer narrative:
Lens was returned in a centrifuge vial without liquid but had moisture. Visual inspection found haptic torn/broken/bent/deformed, and dark and clear residue on lens surface. (B)(4).